Event description:
As the coil was deployed into the aneurysm located at the basilar apex, the aneurysm ruptured. The physician placed subsequent coils and completed the case successfully. The patient awoke with headache, but doing "fine" and was released.

Manufacturer narrative:
Other for no allegation of malfunction or non-conformance contributing to the reported event.